Event description:
It was reported that display screen was blank. During troubleshooting it was found that the battery compartment spring was corroded. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and slightly corroded battery tube spring. The insulin pump had minor scratches on the display window, a scratched case and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.